Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect ca 19-9, list 2k91-25, that has a similar product distributed in the us, architect ca 19-9, list 2k91-27. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The architect analyzer generated an initial ca 19-9 result of 104.29 and a repeat ca 19-9 result of 5.83. When dilutions were run,the sample generated results less than linearity. The falsely elevated ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed with architect ca 19-9 reagent lot 20278m500 and met acceptance criteria. Tracking and trending identified normal complaint activity for the issue under investigation. Labeling was reviewed and found to be adequate. No product deficiency was identified.